Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump with channel problems cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A device history review was performed finding a failure code during manufacturing, however, the device was repaired, re-tested, and found to be performing as designed. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with "channel problems." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.